Manufacturer narrative:
(B)(4). Concomitant medical products: femoral stem cat#00771101220 lot#61919534. Shell with cluster holes porous 56 mm o.d. Size kk cat#00875705601 lot#61972929. Bone scr 6.5x40 self-tap cat#00625006540 lot#61724549. Neutral liner 36 mm i.d. Size kk cat#00875101236 lot#61934209. Reported event was confirmed by review of medical records. Operative notes were provided and reviewed by a health care professional. The patient underwent an initial r tha on (B)(6) 2012 due to oa; no intraoperative complications were identified. Patient was revised (B)(6) 2020 due to altr, corrosion, necrosis, osteolysis and subluxation. During procedure corrosion was noted at the head neck junction with notable altr. Substantial tissue necrosis involving the posterior capsule. The femoral component was well fixed with lysis around the upper portion that was debrided. The acetabular component was placed in slight anteversion; with minor internal rotation of the hip, the head was beginning to subluxate. Patient had a history of subluxation after original replacement. Shell was removed with minimal bone loss. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause for the corrosion related issues cannot be determined. It was identified that the shell was slightly anteverted; this is what caused the reported subluxation. A definitive root cause to the anteverted shell could not be determined. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2020-03205. 0002648920-2020-00407. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient underwent a revision procedure approximately 8 years post implantation due to altr, in-vivo corrosion, necrosis, osteolysis, and subluxation. No further event information available at the time of this report.